Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative¿ codes and a service required code were found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue. During the evaluation, the device failed test steps and service required codes were observed in the downloaded event. The device¿s internal battery was replaced to address the issue.